Manufacturer narrative:
Evaluation of the returned pod coil could not confirm the reported complaint. Evaluation revealed that the pusher assembly was fractured, and the embolization coil was detached from the pusher assembly. If the pod coil is forcefully advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a fractured pusher assembly may occur. The detached embolization coil was likely a result of the pusher assembly fracture. The root cause of resistance during the procedure could not be determined. Further evaluation revealed pusher assembly bends and kinks, and the embolization coil had and offset coil wind. This damage is likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the resistance encountered while advancing the pod coil during the procedure h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod coils, a lantern delivery microcatheter (lantern), ruby coil detachment handle (handle), non-penumbra catheter, and non-penumbra catheter. It was reported the patient anatomy was mildly tortuous. During the procedure, when the physician was advancing the first pod coil, the position of the catheter was inadvertently moved. The physician then retrieved the pod coil into its introducer sheath. When re-advancing the pod coil into the hub of the lantern, the physician encountered resistance and subsequently removed the pod coil. It was reported the rotating hemostasis valve (rhv) was not tight. The procedure was completed using a new pod coil, pod packing coil (pod pc), and the same lantern. There was no report of an adverse effect to the patient.